Event description:
The neutral IV cap mfg by rymed industries in (B)(4) has several defects that have been relayed to the company. The device cracks and leaks. The rubber comes off the tip of the cap. There are times when the cap is not hollow so there is no way IV fluid can infuse through. Several of our professional nursing staff and pt's have been exposed to medications because the cap cracks and leaks. Recently we have been noticing condensation in the cap. This is very concerning since condensation means that air is being introduced into the sterile line. This poses a risk for infections. We have also noticed blood backing up in the cap and it will not flush with saline. It remains in the cap. This too is problematic. The cap is more susceptible to infection and clotting. According to the cdc, these types of caps should be changed every 72 hours with a line change. When we use medications that are high in sugar or fat, we are having to change the caps more than with any line change, even if it is every time the medication is hung because the cap beings to malfunction. Our health system just converted to the b. Braun line of IV supplies. This cap is part of the contract and is very frustrating to use. At this time, we are tracking all issues with our on-line reporting system. We have not attributed serious harm to any pt or employee but we feel it is truly a safety issue and it should be looked at. While the cap is designed to provide a neutral line we are finding an increase in risk of infection and exposure to employees and patients.